Manufacturer narrative:
It was reported that the device will be returned for analysis. As of the date of this report, the device has not been received. A supplemental report will be filed when the analysis/investigation is completed. (B)(4).

Manufacturer narrative:
Analysis: the device was received by medtronic plc loose in the original inner tray and outer packaging. The valve holder and blue actuator were received along with the valve. Both leaflets appeared intact with no evidence of damage. Both inflow and outflow valve hinge mechanisms appeared intact. The inflow and outflow orifices appeared intact with no evidence of damage. No issues were identified that would have impacted this event. Using a blue actuator to test leaflet movement, the valve leaflets were fully mobile. The valve was rinsed under tap water and it was verified that the carbon subassembly rotated in the sewing ring. The sewing ring was removed by systematically undoing the stitching to expose the stiffening ring window. The lock wire was pulled out and the stiffening ring removed from the orifice. The serial number was verified. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. Conclusion: based on the analysis and the received information, the device is acceptable and no evidence of a leaflet motion issue was noted; the reported impingement could have been due to sizing error.

Manufacturer narrative:
Corrected information: this is a serialized device; it was incorrectly reported initially as a lot-controlled device. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A conclusive cause of the reported event could not be determined as the device has not been received for analysis at this time. A supplemental report will be filed if the device is returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this mechanical valve, the valve fit was tight and caused impingement of the coronary ostia. A pericardial patch augmentation of the aorta was performed; however, the coronary ostia was still impinged. The valve was explanted and a smaller version of this valve was successfully implanted. No subsequent adverse patient effects were reported.